Event description:
The dealer states that the spoke was broke on the wheel. The dealer states that it was a out the box failure, no damage to the box, concealed freight damage. Shipped as a complete chair t424rdap. Protocol questions do not apply.